Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was re-implanted with a new device. The reason for the explantation is unknown. Additional information has been requested from the field.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has not been received for investigation yet.

Event description:
The patient was re-implanted. The reason for the explantation is unknown. Additional information has been requested from the field but no information has been received back.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. As the active electrode has been received incomplete and totally damaged no exact location of all the fractures could be detected. Other damages found during investigation are most likely attributable to the explantation surgery. This is a final report.

Event description:
The patient was re-implanted. Additional information has been requested from the field but never received back.